Event description:
Clinical study (B)(6) for faradise; subject ID: (B)(6). The faradrive steerable sheath was selected for use during the pulse field ablation clinical study. It was reported that the patient experienced bleeding in the groin which prolonged the patient's hospitalization. Manual compression of the groin was performed, then a compression bandage was applied. Blood work was performed, and the hb was measured, 6.8 mmol/l. They were discharged the next day. The procedure was completed with the original device. The device is not available for return.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.